Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was returned to a third-party service center for evaluation. The customer's complaint was not confirmed. There were no ventilator inoperative alarms noted. No critical errors noted. The device was found to be contaminated, but no malfunction was noted. The following components were replaced due to contamination. The particulate filter, blower bellows seal, blower mount, cooling fan assembly, fan retainer, machine flow sensor, muffler assembly, system board tubing, blower chassis tubing, fio2 tubing and o2 flow tubing. The air inlet foam filter will be replaced as per preventive maintenance protocol. The device was cleaned and tested and passed all final testing.